Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed (through the history log) but not reproduced during eval. Eval found the downstream sensor current reading to be out of specification (high). With high downstream sensor readings, it makes the pump more sensitive to downstream occlusion alarms. The device was reworked to correct this condition.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had a constant downstream occlusion alarm. There was no pt involvement.